Manufacturer narrative:
Updated patient medical history. Received additional information regarding the event description as follows: treatment of a giant unruptured saccular bifurcation aneurysm measuring 29.3mm x 4.0mm located in the left (mca) middle cerebral artery. The patient was placed on an anticoagulation / antiplatelet regimen prior to the procedure. Platelet aggregation assay was completed prior to the procedure. It was reported that the patient presented with headache on (B)(6) 2013 and underwent pipeline (2.50mm x 20mm) embolization treatment with coils on the same day. The ped (pipeline embolization device) covered the entire aneurysm neck. Some side branches originating from the ped were also covered. (B)(4).

Event description:
Information received from the (B)(6).treatment of a left unruptured mca (middle cerebral artery) saccular aneurysm measuring 29.3mm in size. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 and had aphasia and facial palsy post procedure. MRI (magnetic resonance imaging) showed limited ischemic lesions in the mca territory due to the pipeline occluding a branch of the anterior division of the mca.it was reported that the patient had light aphasia upon discharge from hospital on (B)(6) 2013.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient(B)(4).